Manufacturer narrative:
Patient city: warszawa. Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula event on 04 mar 2026. The site of insertion was thigh, and the infusion set had been in use for few hours. Due to the event, the patient experienced high blood glucose and was treated with pen injection.